Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the threads on the returned battery cap are intact. No cracks found on the battery compartment. The threads in the battery compartment were observed to be stripped. Returned battery cap and a new test battery cap continue to spin around on returned pump due to the stripped battery compartment threads. Returned battery cap was able to able to fully tighten to a test pump until resistance was met; no yellow o ring was visible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.